Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: observed encapsulation. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Diagnosed via mammography. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as fold flaw opening and observed two opening on anterior assessed as surgical damage. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported implant rupture diagnosed via mammography. Device has been explanted and replaced with a non-allergan device. This relates to the left side.